Event description:
It was reported that the device membrane was detached. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Visual inspection found the dso seal to be coming off and a cracked battery compartment. Functional testing was able to duplicate the reported issue. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.